Event description:
Radiation sources in the nucletron selectron ldr unit did not retract into safe as per spec when the machine was turned off. The cause was identified as sources being out of round after long usage of about 10 yrs. The nucletron selectron ldr machine operates automatically such that if the room door is open the sources retract into the safe and when the door is closed and a switch pressed the sources reactivate. On 7/7/98 at about 1:30 am when the nurse came out of the room after checking on the pt and tried to reactivate the machine it indicated a pellet error in channel six and failed to activate after repeated attempts. The fail safe position of this machine under these circumstances specifies that all active sources remain in the shielded safe posing no danger to the pt or staff. The nurse paged and reached the physician and physicists in charge around 3:30 am. After joint eval of the med and radiation situation they decided to meet at 7:30 am to reactivate the machine. In the morning the physicists discovered radiation in the room indicating that one or more sources were incompletely retracted. Also, the printer which indicates the error code was jammed. With the help of the resident physician the source needles inside the gyne applicators were removed and autoradiographed. This indicated a source stuck in channel six, position one. The machine had failed to retract the source. The entire needle was therefore placed in a lead container to reduce exposure levels and the MFR was contacted. The mfrs emergency instructions by phone did not help so they sent a svc rep. He arrived at 2 pm and worked until 5 pm to physically remove the source from the needle into a shielded container and temporarily fixed the printer to continue the remainder of the pts treatment. The pt was reconnected and the plan of treatment completed without further interruptions. The add'l dose to pt from this one source for approx 7 hrs was calculated and accounted for. No deleterious clinical effect was expected from this dose. Only the pt stay in ths hosp was prolonged for about 12 hrs. The nucletron svc rep suspected that the source got stuck because it was "out of round" after repeated use for the last 10 yrs. On 7/23/98 the rep came back and checked all 36 sources with the microscope and provided a complete preventative inspection. He determined that only this source was out of spec but also removed 3 other sources that were borderline. These sources are now stored in a lead safe and the machine operates with 32 sources. The physicists, resident and nurses who worked with the machine during this episode were issued temporary film badges. The exposure for this incident on these badges were not detectable as measured by the radiation detection co.